Event description:
Patient's girlfriend reported that he died and she had concerns about battery. She reported device began "beeping in maybe late (B)(6) and was 'beeping' the day of his appointment on (B)(6)2010 to have the ICD checked. She said they had been checking device monthly for past 3 months" and "had discussed adding an 'extra wire' when they replaced the ICD." There is no allegation from health care professional that death was device related. Cause of death has been requested and not received. Additional information received from patient's friend reported she thinks "battery ran out" and the device "quit working." She reports the device had been checked (B)(6)2010 and they told patient there "should be enough time left on the device" to have it checked again in (B)(6).

Event description:
It was reported by the patient's girlfriend that he died and she had concerns about the battery. She reported the device began "beeping in maybe late (B)(6) and it was 'beeping' the day of his appointment on (B)(6)2010 to have the ICD checked. She said they had been checking the device monthly for the past 3 months" and "had discussed adding an 'extra wire' when they replaced the ICD." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.